Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting from insulin pump during prime. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had diminished battery life and insulin pump was slower and louder during rewind. Customer stated that the belt clip tab on the top of insulin pump was broken off. The insulin pump will not be returned for analysis.